Event description:
A physician reported that lens was found scratched after the lens was inserted. The surgery was completed after replacing the product with another one. Additional information was requested, but no further information is available.

Manufacturer narrative:
Iol returned posterior surface up instead of anterior surface up in the iol case and pressed against one post of the lens case base resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic tip is missing, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).